Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported a malfunction alarm with their insulin pump. The customer declined to provide information about any impact on their blood glucose levels, so no specific impact was noted. Technical support decided to replace the pump, and the customer planned to use multiple daily injections to ensure continuous insulin delivery.